Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
"2nd cystoscopy sheath (tv05) used on patient and broke whilst in the patient - consultant tried to remove the sheath +++ times with forceps, catheters - used rigid and flexible approach in order to try and remove the broken fragment of sheath". And in a further description it was stated "sheath broke off and consultant unable to remove fragment from patient despite trying ample times. Sheath still remains in patient and unable to complete planned operation surgeon unable to remove sheath from patient, despite trying, patient has since undergone a second procedure to remove the fragment which has also been unsuccessful. Patient was stable post op but had to be transferred to another hospital facility in order to receive appropriate care such as potentially needed a suprapubic catheter which we cannot provide.